Manufacturer narrative:
This report is for an unknown pfn system / unknown quantity / unknown lot. Patient code (B)(4) pertains to: limb shortening; secondary varus; and calcifications in apex of trochanter. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, domingo. L., cecilia, d., herrera, a. And resines, c. (2001). Trochanteric fractures treated with a proximal femoral nail. International orthopaedics, 25, 298-301. The authors prospectively studied 295 hip fractures between 1996 and 1998 that were treated with synthes' proximal femoral nail (pfn). Follow-up period consisted of at least six months with clinical and radiographic controls performed at the time of hospital admission and at one, three, and six months postoperatively. The average age of the patients was 80.1 years; 76% of the cases were female. The overall mortality was 16% (49 patients) with 7% of the deaths occurring while in hospital. Cause of death was not reported by the authors. Serious injury results of the pfa system included: delayed consolidation (four); average shortening of the fractured limb of 5 millimeter (32); deep infection treated favorably with antibiotics (one); fracture of greater trochanter at nail insertions (nine); secondary varus greater than 12 degrees (12); eight cases of muscle pain due to point effect, two of which underwent reoperation; calcifications in apex of trochanter (13); and diaphyseal fracture beneath the nail (one) that was treated with a long gamma nail. A copy of the literature article is being submitted with this medwatch. This is report 1 of 3 for (B)(4). This report is for an unknown pfn system.